Event description:
It was reported by the affiliate that the device displayed an error code handpiece temperature. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found. Due to the condition, moisture ingress may result in a hand piece getting hot or gave an error code 4 (tempurature issues) to occur. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.